Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, d4: UDI, g1: contact office and manufacturer site, g6: report type additional information - d4: lot number, g3, h4: device manufacture date, h6: impact code, method, results, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the sales rep. (Lauren calhoun) ms. Sanders just called about her stimulator leaving bruising marks, almost like getting burned. Called the patient, stated that the unit bruised her skin after treatment. During the treatment it hurt her back. She wears a brace, not sure if it was the brace or the unit. Looked in mirror it was in circular motion, only wore covers outside. Electrodes w/out the covers. Wore them (72r electrodes) all day, saw doctor only wear for 4 hrs. Usually 8 hrs. Changed every other day. Patient has a high tolerance for pain. Felt some pain, asked the rep. And rep. Told her no, no pain. 7-8 days after her surgery, it wasn't her surgery that was hurting. It was either the brace or the unit. Feels tender, still wears brace sometimes. Pain was under the skin; and flesh was sore. Sending 63b electrodes, patient will conduct timed test. No product was returned for evaluation.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021 medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep. ((B)(6)) (B)(6) just called about her stimulator leaving bruising marks, almost like getting burned. Called the patient, stated that the unit bruised her skin after treatment. During the treatment it hurt her back. She wears a brace, not sure if it was the brace or the unit. Looked in mirror it was in circular motion, only wore covers outside. Electrodes w/out the covers. Wore them (72r electrodes) all day, saw doctor only wear for 4 hrs. Usually 8 hrs. Changed every other day. Patient has a high tolerance for pain. Felt some pain, asked the rep. And rep. Told her no, no pain. 7-8 days after her surgery, it wasn't her surgery that was hurting. It was either the brace or the unit. Feels tender, still wears brace sometimes. Pain was under the skin; and flesh was sore. Sending 63b electrodes, patient will conduct timed test.